Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the two pieces of plastic, that make up the bag, stuck together when there was no liquid to separate them. The patient had to bend the plastic around the anti-reflux chamber to get the urine to drain into the bag. After the bag was 1/3 full, the urine drained without issues. When the bag did not drain, the urine backed up, causing pressure in the patient's back and caused pain. The complaint is reportable due to the potential for urinary retention.